Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8.5f sheath hole prior to a cardiac ablation procedure. Reportedly, when first prostyle was used a cuff-miss occurred. Then, second prostyle was used; although plunger was pushed after back-flow was confirmed, cuff-miss occurred. A third prostyle device was used and a cuff-miss occurred again. The fourth prostyle was able to be used to continue successfully. The suture of one new prostyle was successfully pre-placed. The sheath remained at 8.5f sheath and the procedure was completed. After ablation, hemostasis was achieved with the one pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the prostyle instructions for use (IFU), states: for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the use of only one device to achieve hemostasis would not contribute a needle to cuff miss. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional prostyle devices are filed under separate medwatch report numbers.